Event description:
The event involved an allegation that the device did not work. A review of the device log during investigation showed n56 (replace battery) alarms. The complaint was confirmed and the probable cause was a defective battery, which is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.